Manufacturer narrative:
Approximate age of device ¿ 12 months (calculated from the date when the system controller was issued to the patient). Device analysis: the reported event of a driveline power fault and controller fault alarm after a system controller exchange was confirmed. The event log collected from the returned system controller captured the initialization of the system controller. The system controller operated in charge mode between (B)(6) 2017 and (B)(6) 2018 with no atypical alarms active. In the following events the system controller's clock was set to the default timestamp of 01-jan-2000. At 0:00:33 a controller reset occurred and a controller fault alarm activated due to fuse b being open. At 0:03:46 communication was established with a pump and four seconds later the pump speed was recorded at the set speed; however, a driveline power fault alarm was active due to fuse b being open. At 0:04:53 the driveline was disconnected resulting in a pump stop. The driveline was reconnected approximately 5 seconds later and at 0:05:02 the pump speed was captured at the set speed. In the remaining events the driveline power fault alarm was still active and the pump speed was recorded at the set speed until the driveline was disconnected at 4:02:17. The system controller was then powered down several minutes later. The following events captured the system controller operating in charge mode with a controller fault alarm active due to fuse b being open. The returned system controller was connected to test equipment and the system controller produced a controller fault alarm associated with a driveline power fault. The alarm was active due to fuse b being damaged. The fuse was replaced and the system controller was reassembled to continue testing. After being reassembled, the system controller operated a test pump without any alarms being produced and was found to function as intended. Microscopic inspection of the controller's driveline connector revealed a burn mark on one of sockets. The reported information, log file data, damaged fuse, and burn mark in the system controller's driveline connector are consistent with the driveline being incorrectly inserted into the controller by 180 degrees. A corrective and preventative action (CAPA) was implemented to address this issue. The returned system controller was manufactured prior to the implementation of the CAPA. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a driveline power fault and a controller internal fault alarm occurred after a system controller exchange. The system controller was exchanged and the alarms resolved. No adverse patient consequence was reported. There were no interruptions to lvad support due to the fault alarms. During the manufacturer's investigation of the returned system controller, an open fuse due to an incorrectly inserted driveline by 180 degrees was found.